Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The position of the cursor did not coincide with the position of the test lead. The test leads were calibrated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the position of the cursor for the programmer did not coincide with the position of the test lead. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.